Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part# 07.702.016s, lot # 3j53621, manufacturing site: osartis gmbh, supplier; na, release to warehouse date: 01. Sep 2023, expiration date: 01 sep 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a spinal fusion (th9-l2) for th11,12 osteoporotic vertebral fracture with viper prime fenestrated screws. In the surgery, a total of 8 viper prime fenestrated screws were used and the fixation range was th9-l2 with th11 and 12 skipped. The cement in question was scheduled to be injected into all screws. After mixing the cement in question, the viscosity was checked and based on past experience, it was determined to be the proper viscosity at 7 minutes. Cementing of the l2 left screw began at 11 minutes. When 1 cc was injected in the lateral view, a line-like shadow was observed, so the injection was stopped, and further cementing was discontinued. A small amount of the cement was thought to have entered the blood vessels, and postoperative radiographs confirmed that the cement had leaked. The surgeon commented that the cement leaked, but that so far, the patient is asymptomatic. The surgery was completed successfully without any surgical delay. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).